Event description:
The customer reported to olympus, the videoscope displayed a purple image. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation, though it is anticipated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image issue was caused by a faulty charged coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following causes are likely for the failure ¿green image¿: - unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" - unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined - pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device a definitive root cause for the faulty charged coupled device cannot be identified. Olympus will continue to monitor field performance for this device.